Manufacturer narrative:
(B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zxt375 32.0 diopter lens was implanted in the patient's right eye (od) on (B)(6) 2018. It was later explanted on (B)(6) 2018, due to a myopic miss. Reportedly, the patient had an eight (8) cut radial keratotomy (rk) previously. There was no incision enlargement, no vitrectomy, and no sutures used. There was no patient injury and the patient was seeing 20/20 as of (B)(6) 2018. No additional information was provided.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 04/26/2018. Device returned to manufacturer? Yes. Device evaluation: the product was received in a zip lock bag. Visual inspection with the unaided eye shows the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens, additional analysis is not possible. Manufacturing record review: manufacturing record review of the production order and related document revealed that the product was manufactured and released according to specification. There was no discrepancy found during the review. A search revealed that no similar complaints were received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.